Event description:
The customer reported that this unit intermittently powers up in the shift / system test mode.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.